Event description:
It was reported that the insulin pump alarmed button error. Customer stated was not wearing the insulin pump, he took off the reservoir and reinserted to rewind, but got button error. Customer changed the battery but did not work. Troubleshooting was done. Customer's blood glucose was 3.2 mmol/l and treated with small milk and peanuts. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.